Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare specialist that the patient side collar on an expiratory limb of an rt265 infant evaqua 2 breathing circuit was found to be cracked after one weeks of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt265 infant evaqua 2 breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k034026. Method: the complaint breathing circuit was returned to fisher & paykel healthcare and was visually inspected. Results: visual inspection revealed that the straight connector on the expiratory limb was cracked . A lot check was done and no other complaints of this type were found for lot 130219. Conclusion: we were unable to determine what had caused the connectors to crack. However, please note that our user instructions clearly specify that the circuits are for a 7 day use only; the complaint states this fault was found after one week of use. All infant breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The hospital reported that the breathing circuit was used for three weeks prior to the observed cracking. This suggests that the complaint circuits were within specification prior to being released for distribution. Our user instructions that accompany the rt265 state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms. This product is intended to be used for a maximum of 7 days